Manufacturer narrative:
Reported event: an event regarding instability involving an unknown trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's left hip was revised for instability. A 54mm trident shelll, alumina liner and head were revised to a 60mm shell with 4 screws, an adm/mdm liner construct, and lfit v40 femoral head.